Event description:
The customer reported the colonoscopy procedure using the evis lucera elite colonovideoscope was difficult. When the caecum was reached, the picture went out. The customer tried to turn the machine on and off and then call technical support. Another scope was brought in and the doctor went over the options with the patient. The patient chose to do a CT colon instead of repeating the procedure with another scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to cardia services and evaluated, and the video loss was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation; lens glue is worn, and pitted. Bending section rubber glue is worn and lifting. Failed distal end insulation test due to bending section rubber glue. Small hole in no.1 button causing leaking. All angulations are out of specification. Variable stiffness not holding. Leak test failure under high pressure. Based on the results of the investigation, the root cause of the phenomenon ¿no image¿ occurred due to insulation failure and/or bad electrical contact at electrical contacts. The event can be prevented by following the instructions for use which state: ¿<caution> ¿ when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿ when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized, and accurate leakage testing will be impossible. ¿ do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ¿ if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. ¿ detach the leakage tester from the maintenance unit (mu-1) before detaching the leakage tester from the endoscope. If the leakage tester is detached from the endoscope before detaching the leakage tester from the maintenance unit, the air pressure inside the endoscope will not vent properly. This may damage the endoscope.¿ olympus will continue to monitor field performance for this device.